Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette attachment error. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
Updated health effect - impact code, there was no patient involvement also updated b5. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was further reported that there was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis of cassette attachment error. No previous repair was noted for the last 12 months. Reported problem was confirmed with event log history. Visual and functional tests were performed, and the problem was not duplicated. The probable cause of the reported problem was unknown. Replaced downstream occlusion (dso) sensor as a preventative measure. Device passed testing post repair.